Manufacturer narrative:
As indicated, the user facility reported squealing sounds. Coming from a centrifugal pumphead during cardiopulmonary bypass surgery. However, as indicated, it was originally reported that the medical facility continued the procedure without the use of the centrifugal pump. This info, as revealed through terumo's investigation, was erroneous. The investigation revealed that the noise exhibited by the pumphead dissipated after albumin was administered - and that the pumphead performed as expected and satisfied it's intended use. At no time during the procedure did the pumphead "stop" pumping - and at no time was it's use discontinued as originally reported. Squealing sounds from mechanical parts (such as pumpheads) are not uncommon - and are not necessarily the result of a defective product. Often, the squeals are caused by the priming fluids there are used to prime/de-air the circuits before the initiation of bypass procedures and they subside once bypass has been initiated. Since the actual device was not returned for eval. Terumo did conduct a review of all manufacturing records for the suspect device - as well as historical data of complaints of a similar nature. Based upon the info available - and analysis of such info, terumo is unable to ascertain a definitive cause for the anomaly, and therefore references conclusion code in this report.

Event description:
On september 17, terumo cardiovascular systems was advised by (B)(6) of an event whereby a centrifugal pumphead was exhibiting a squealing sound during a cardiopulmonary bypass procedure - and that the pump has "stopped". The user facility reported that they disabled the centrifugal pump and continued the case without the use of the pumphead. The surgery was completed without further incident. Note: the centrifugal pumphead is a disposable non-roller type pumphead that is a component in an extracorporeal cardiopulmonary bypass circuit. There was no reported injury to the pt as a result of this event.